Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator auto cycles 61bpm (breath per minute) when set at 12bpm (breath per minute). The customer confirmed that there is no patient involvement associated with the reported event.